Manufacturer narrative:
Method - device not returned, follow-up with representative.

Event description:
It was reported that a post market clinical study patient with breast cancer underwent a kyphoplasty procedure on levels t6, t7 and t8. Three days postoperatively, an x-ray revealed cement extravasation lateral vascular to level t8. There were no patient complications. No additional information was reported.